Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: a "intermittent power" event was not duplicated during investigation. Power on reset events observed in the black box beginning on (B)(6) 2015. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated no battery cap returned. All testing performed with a test battery cap. Pump powers with a test battery cap to a dim discolored display and the display lens is cracked in lower gray area of lens. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Battery compartment threads damaged. Pump case cracked in upper corner of display area. Keypad peeling at bottom of keypad. All keys responding. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).